Event description:
Patient desaturated, sats 45%. 4 hours later vent not work per family member, because pt's sats down on vent and up when off vent at 61pm blow by o2. Pt hospitalized. On ac power at the time of the event. No alarm/messages.